Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer and manufacturer's representative reported a damaged recharger cord. The black cord plugging into the wall that went with his recharging unit was bent or unable to allow power to get through to his implantable neurostimulator (ins). The patient attempted to charge his ins and was unable. It was noted the cord was not useable. The patient was dissatisfied that they did not have parts available locally. The patient used his stimulator every day and was very upset that he was not able to use the therapy. There was a bent, broken, or loose pin connector and the patient was extremely uncomfortable without the stimulation. The desktop charger connector was loose. No surgical intervention was planned or occurred.